Manufacturer narrative:
Updated data: b5, d10. Continuation of d10: concomitant medical devices in use during the event include: product ID: {gwbc30}; product serial/lot number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a medtronic guidewire was used during the procedure, and the deployment starting point was in the middle of the pigtail catheter.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve at 3 millimeters (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc), the valve dislodged to ventricular to 35 mm on the ncc and 35 mm on the lcc. The patient's blood pressure dropped as a result. Subsequently, the valve was snared into the ascending aorta, and the patient's blood pressure was stabilized. A second valve was implanted valve-in-valve into the snared valve. Per the physician, the patient's enlarged left ventricular outflow tract (lvot) contributed to the dislodgement. Additional information was received that a medtronic guidewire was used during the procedure, and the deployment starting point was in the middle of the pigtail catheter. Additional information was received that per the physician, the medtronic guidewire did not contribute to the dislodgement.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve at 3 millimeters (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc), the valve dislodged to ventricular to 35 mm on the ncc and 35 mm on the lcc. The patient's blood pressure dropped as a result. Subsequently, the valve was snared into the ascending aorta, and the patient's blood pressure was stabilized. A second valve was implanted valve-in-valve into the snared valve. Per the physician, the patient's enlarged left ventricular outflow tract (lvot) contributed to the dislodgement.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {(B)(6) 2026}, explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.